Manufacturer narrative:
Section b5 describe event or problem was updated to correct the architect stat high sensitive troponin-I result that was provided in the previous update from the customer. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 62212ud00. Ticket trending review did not identify any related trends regarding commonalities for lot number 62212ud00 and issue. Device history record review on lot 62212ud00 did not show any nonconformances, potential nonconformances, or deviations associated with the complaint issue. The overall performance of architect stat high sensitive troponin-I was reviewed using field data from customers worldwide. The median patient result for the lot number 62212ud00 are within established limits and comparable with other lots in the field, indicating that the lot is performing acceptably in the field. Labeling was reviewed and found to adequately address the issue. Based on our investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I for lot 62212ud00 was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a 45 year old patient with nonspecific chest pain. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 100 pg/ml (positive). The patient was admitted had an ECG and an unnecessary cardiac catheterization completed which generated normal results. The sample was repeated with another troponin-I assay (beckman coulter) = 17 pg/ml (negative) and a troponin-t assay (roche cobas) = 9.42 pg/ml (negative). The customer performed additional testing on the sample: heterophilic antibody blocking tube (hbt) = generated similar results precipitation study with polyethylene glycol (peg) = 2.9% recovery which is suggestive of macrotroponin no additional impact to patient management was reported. Update: the following clarifying/updated information was provided by the customer: a 45 years old patient with no cardiac history or cardiovascular risk factors was admitted to the emergency department on (B)(6) 2023 due to non-specific chest pain and had an architect stat high sensitive troponin-I result of 87.90 pg/ml. The patient had ECG and a cardiac catheterization/coronary angiography was performed which both generated normal results. The customer is not questioning the architect stat high sensitive troponin-I result that was generated on (B)(6) 2023 at the time the cardiac catheterization was performed. The customer does not feel the results from 2023 are incorrect. On (B)(6) 2024 the patient was admitted for nonspecific pain which was not coronary origin. The patient had a normal ECG and a stat high sensitive troponin-I result of 100.4 pg/ml. The patient did not have a cardiac catheterization/coronary angiography performed at this time. On (B)(6) 2024 the cardiology service contacted the lab to request extended studies of the sample from (B)(6) 2024 which had frozen aliquots. The following data was provided: architect stat high sensitive troponin-I = 96.3 pg/ml. Beckman access hstni = 17 pg/ml (cut off is 27.6 pg/ml). Cobas roche(troponin t) = 9.42 pg/ml (cut-off is 14 pg/ml). Heterophilic antibody test (scantibodies) = negative for the presence of heterophilic antibodies. Peg precipitation = 2.9% recovery (normal recover is 26-61%). Rheumatoid factor = not detectable. Proteinogram = normal. The patient had a new sample collected as an outpatient on (B)(6) 2024: architect stat high sensitive troponin-I = 96.3 pg/ml. Peg precipitation = 3% recovery. No impact to patient management was reported. Correction: the patient had a new sample collected as an outpatient on (B)(6) 2024: architect stat high sensitive troponin-I = 108.4 pg/ml. Peg precipitation = 3% recovery. No impact to patient management was reported.

Manufacturer narrative:
Section b1 adverse event/product problem was updated from adverse event, product problem to product problem. Section b2 outcomes attributed to ae was updated to none selected. Section b3 date of event was updated from 6/3/2024 to 5/3/2024. Section b5 describe event or problem was updated to include clarifying and additional information provided by the customer. Section h1 type of reportable event was updated from serious injury to malfunction. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.

Event description:
Update: the following clarifying/updated information was provided by the customer: a 45 years old patient with no cardiac history or cardiovascular risk factors was admitted to the emergency department on (B)(6) 2023 due to non-specific chest pain and had an architect stat high sensitive troponin-I result of 87.90 pg/ml. The patient had ECG and a cardiac catheterization/coronary angiography was performed which both generated normal results. The customer is not questioning the architect stat high sensitive troponin-I result that was generated on (B)(6) 2023 at the time the cardiac catheterization was performed. The customer does not feel the results from 2023 are incorrect. On (B)(6) 2024 the patient was admitted for nonspecific pain which was not coronary origin. The patient had a normal ECG and a stat high sensitive troponin-I result of 100.4 pg/ml. The patient did not have a cardiac catheterization/coronary angiography performed at this time. On (B)(6) 2024 the cardiology service contacted the lab to request extended studies of the sample from (B)(6) 2024 which had frozen aliquots. The following data was provided: architect stat high sensitive troponin-I = 96.3 pg/ml, beckman access hstni = 17 pg/ml (cut off is 27.6 pg/ml), cobas roche (troponin t) = 9.42 pg/ml (cut-off is 14 pg/ml), heterophilic antibody test (scantibodies) = negative for the presence of heterophilic, antibodies. Peg precipitation = 2.9% recovery (normal recover is 26-61%), rheumatoid factor = not detectable, proteinogram = normal. The patient had a new sample collected as an outpatient on (B)(6) 2024: architect stat high sensitive troponin-I = 96.3 pg/ml, peg precipitation = 3% recovery. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a 45 year old patient with nonspecific chest pain. The following data was provided: 03jun2024 sid (B)(6) initial result = 100 pg/ml (positive) the patient was admitted had an ECG and an unnecessary cardiac catheterization completed which generated normal results. The sample was repeated with another troponin-I assay (beckman coulter) = 17 pg/ml (negative) and a troponin-t assay (roche cobas) = 9.42 pg/ml (negative). The customer performed additional testing on the sample: heterophilic antibody blocking tube (hbt) = generated similar results precipitation study with polyethylene glycol (peg) = 2.9% recovery which is suggestive of macrotroponin no additional impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.